Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the review of the device history record (DHR) cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. The instructions for use (IFU) specifies, "use aseptic technique" "filling the on-q* pump: (figure 3) note: follow hospital protocols and applicable regulations for filling pump." Conclusions: the device was not returned to (B)(4) for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. The IFU specifies, "use aseptic technique" "filling the on-q* pump: (figure 3). Note: follow hospital protocols and applicable regulations for filling pump." The IFU also cautions, "reuse of the device could result in the following risks: ¿ increased risk of infection" information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00141/(B)(4) and 2026095-2015-00144/(B)(4). Fill volume: 500ml 0.5% marcaine. Flow rate: 4ml/hr. Procedure: c-section. Cathplace: right side of abdomen. Device 1 of 3: it was reported that a patient had a surgical site infection post-operatively. A pump and 2 catheters were used on the patient for post-operative pain management. The patient was discharged on (B)(6) 2015 with the pump. On (B)(6) 2015, the patient was readmitted to the hospital with fever and drainage from the surgical site. The patient was treated with IV vancomycin and ceftazidime at the hospital. The patient was discharged on (B)(6) 2015 with oral keflex. The device is not available for return. Additional information was requested, however is not available at this time.